Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, trends, and quality control data; and visual inspection, dimensional verification, and functional testing of the returned device were conducted during the investigation. Images provided from the customer show that the threads of the mac-loc subassembly broke between the mac-loc and the cap. One catheter was returned in the unopened package. The package was opened to inspect the catheter. The mac-loc in the threaded region was broken and completely separated. The visible threads were counted. Had they been attached, there would have been 2 threads visible between the mac-loc and cap. A document-based investigation was performed. Review of the device history record shows nonconformance's; however, all nonconforming product was scrapped prior to completion of the final lot. There were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, and the investigation results, the root cause has been determined to be related to package handling. Per the quality engineering risk assessment, no further action is required at this time. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, prior to use, the joint of the catheter portion and the locking loop of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter were broken. The issue was observed prior to the opening of the packaging and no contact with the patient was made; accordingly, no patient adverse events occurred. The product was received for evaluation, and as of the date of this report, the investigation is pending.